Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received for evaluation. Evaluation status: 2 reported event were confirmed during testing; however, the cause was not established. 2 reported events were not confirmed during testing; the "device" were found to be within specifications. 1 device evaluation is in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 5 event had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 5 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused. H3 other text : product not available